Event description:
It was reported that the patient with this right atrial (ra) lead developed pericarditis. The patient is also experiencing more pain and swelling when moving. Furthermore, the device was hanging out of the chest. There were no additional adverse patient effects reported. The ra lead remains in service.